Event description:
Procedure: tapp. According to the reporter: balloon of the blunt tip cannot be inflated. In one trocar the tip of the syringe for filling the balloon is broken. No person injured, no extension of incision, no blood loss, no change of op, no loss or damage to tissue, no reinforcement material used.

Manufacturer narrative:
(B)(4).